Event description:
An olecranon plate allegedly pulled off of the bone. The patient went in for a post op appointment and a routine x-ray revealed that the plate had moved in the anterior direction. The plate and screws were removed and the surgeon used screws and wires to complete the case.

Manufacturer narrative:
X-rays were provided with the complaint information. These were used during the evaluation and indicated an extended olecranon plate should have been used instead of the standard. Per information from the complainant, the sales rep and the doctor would have preferred the use of the extended plate, but it was not available at the time of the surgery.